Event description:
It was reported, the patient did not know how to interpret symbols on the patient programmer without a manual. The patient attempted to sync with the implantable neurostimulator (ins) and saw the poor communication screen. The patient repositioned the programmer over the ins and they continued to get poor communication. The patient would try new batteries and call back for further assistance if needed. The patient had a little bit of pain the last couple of days just above the battery area. The patient was not sure if it was red. The patient moved a water heater with a guy down the steps and they were not sure if they pulled something back there. The patient had not followed up with their managing health care provider (hcp) yet. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0kngg, implanted: 2014 (B)(6); product type lead. (B)(4).